Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was scheduled for a revision of a non-boston scientific right ventricular (rv) lead due to out-of-range pacing impedance measurements, which had triggered a red alert for seven years prior and had been intermittent since. A lead issue was initially suspected, and a lead revision was scheduled; however, the procedure was later recommended to be cancelled. No adverse patient effects were reported. This ICD remains in service.